Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/15/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: please provide the lot number.=>unk. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep)=>(B)(6). Please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections.=>we regularly contact with sales rep about the device returning. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Overall inspection of the returned sample shows that it was received: three used needles, two dispensed sutures and five needle suture combinations that pertain to the product code vcpb841d. The product code is control release and requires eight strands per packet. Upon visual inspection of the detached needles, the swage and attachment area were noted as expected. The barrel hole of the needles was examined with magnification, and no suture remnant was noted. The dispensed sutures were inspected, and the insertion mark could not be observed. In addition, the needle-suture combinations were visually inspected, and no anomalies or issues related to pull-off were found during the evaluation. The functional test was performed using instron equipment and the pull force was above the minimum requirements. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the lot number. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. Related events captured via 2210968-2023-08991.

Event description:
It was reported that a patient underwent an unknown orthopedic procedure on (B)(6) 2023 and suture was used. The suture was detached from the needle during suture. It was a control release needle. There were no adverse consequences to the patient. Additional information has been requested.